Event description:
It was reported that the patient had no stimulation sensation. The patient didn¿t feel stimulation, but could when they lied down in bed since implant yesterday. The patient had a loss of therapeutic effect and the patient had had once mishap today. The patient¿s friend or family member was getting poor communication. The antenna was plugged into the patient programmer and placed over the implantable neurostimulator (ins) and this resolved the issue. The patient¿s friend or family member had increased the amplitude from 0.2v to 0.4v. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0tesh, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).